Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed one (1) controller power-up event, without an associated motor start event, logged on 10/may/2010 at 22:39:49. A clock change event was simultaneously logged at 22:39:49, at which point the controller's date was set to (B)(6)2010. Of note, no pump ID setting events had been logged prior to this power-up event. If the pump ID is not set when the controller is connected to the monitor, the monitor will update the date/time of the controller to match the date/time of the monitor. Analysis of the event log file revealed that various settings, including the pump ID, patient ID, and speed were set following the power-up and clock change events. An additional controller power-up event, with an associated motor start event, was then logged at 22:43:37, indicating that the controller was put into use with the pump. One (1) vad d is connect alarm was logged on (B)(6) 2010 at 22:43:46, indicating that the controller was powered up without the driveline connected. Further review of the event file revealed six (6) additional controller power-up events with associated motor start events, logged on 29/jul/2010 at 03:52:33, 18/oct/2010 at 12:30:21, 11/jul/2011 at 20:19:20, 12/sep/2011 at 19:41:19, 02/oct/2011 at 10:35:53, and 18/apr/2012 at 11:24:48, indicating a loss of power to the controller. The controller was without power for an average of twelve (12) seconds. No anomalies were observed leading up to the loss of power. As a result, the reported event was confirmed. Additionally, a low flow alarm was logged on 08/mar/2012. This is an additional finding not related to the reported event. Based on the available information, the most likely root cause of the reported time/date error event can be attributed to the controller with no pump ID set being connected to a monitor with an incorrect date, resulting in the monitor updating the date/time on the controller to the incorrect date. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the risk documentation and available information, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, kinked outflow graft, outflow graft obstruction, and poor vad filling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed that the had an unexpected loss of power and a time/date error. The controller remains in use. No patient complications have been reported as a result of this event.